Event description:
Customer reported hospitalization due to low blood glucose. Husband called the paramedics. Customer's behavior was odd. The blood glucose level was 22 mg/dl. Customer stated that she had taken medication without food and triggered a low blood glucose event. Customer was not taken the hospital. Diagnosed hypoglycemia. The paramedics treated customer with dextrose via IV. The blood glucose reading increased to 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.